Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens cq2015 and the trailing haptic tore off. The surgeon enlarged the incision to remove and replace the lens with another model lens and a suture was used to close the incision. This is one of two incidents that occurred to this pt on the same surgery. See MFR report number 2023826-2007-01784 for the other report.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows one haptic is torn off into the optic of the lens and is missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not received for evaluation. A work order search was performed for similar complaints within the search and one similar complaint was found. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.